Event description:
It was reported that the patient had an infection of their implantable neurostimulator (ins) and their leads. The system was explanted on 2014 (B)(6). The infection was in the pocket and at the lead locations. It was unknown if a culture was taken or if antibiotics were administered. The date of onset of the infection was unknown. It was further reported that the patient had drainage and pus coming out of the pocket incision and around the lead wires. It was unknown how the patient was doing at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).